Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative

Event description:
It was reported that the device had blank screen and watchdog alarm going off. There was no patient involvement.

Event description:
It was reported that the device had blank screen and watchdog alarm going off. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Correction: annex b: b22, annex c: c20, annex d: d16. Unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: annex a: a07, annex b: b01, annex c: c0201, annex d: d02, annex g: g02005. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of watchdog was confirmed. On 6-jun-2024, pcu was received unboxed and with paperwork. Pcu fails to complete boot-up sequence and goes into watchdog failure. Was unable to download any of the unit¿s logs. Isolated problem to faulty pcu logic board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace logic board. Failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had blank screen and watchdog alarm going off. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had blank screen and watchdog alarm going off. There was no patient involvement.